Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient stated they had a diabetic seizure when the cgm was displaying 80 mg/dl. They "blacked out" and was found on the floor by their co-workers. The co-workers called 911 and the patient was transported to the hospital they woke up while in the hospital and was informed that the paramedics treated them with "IV drugs" and glucose gel. The patient was in the hospital for three days. A cgm value of 297 mg/dl and bg of 140 mg/dl were reported; however, it is unknown when these values were taken in comparison. At the time of the report, the patient was doing good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "a cgm value of 297 mg/dl and bg of 140 mg/dl were reported; however, it is unknow when these values were taken in comparison." B6: relevant tests/laboratory data - correction h2: correction

Event description:
A cgm value of 297 mg/dl and bg of 140 mg/dl were reported for the event date f 10/06/2022; however, it is unknown when during the day that these values were taken in comparison.